Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Implantation of the product on (B)(6) 1999. Implant failure in the period (B)(6) 2018 - (B)(6) 2018. Description of incident: patient reported pain in the right hip after getting up from sitting. Patient doesn't remember any fall or trauma. Revision surgery on (B)(6) 2018.